Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the front right electrode. The area was described as open and raw, blistered and burning. During a follow up the patient's daughter reported that the patient's blister had healed after using a topical ointment prescribed by the patient's doctor.